Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown. "Possible models: b7016 (batch no. 1229932 or 1226392), b7266 (batch no. 1218596), b7076 (1220913), b7216 (batch no. 1224790) or b7276 (batch no. 7276). Nurse advised of 2 urology cases about 6 months ago that converted to pyeloplasty surgery, she commented that she felt the tip of our access sheath is too sharp, she also mentioned she has been too busy to advise applied medical." Type of intervention- pyeloplasty surgery patient status unknown.

Manufacturer narrative:
The event unit was not returned for evaluation. Limited information was provided regarding the customer's experience. In the absence of the subject device and further information about the event, it is difficult to determine the root cause. A review of the manufacturing records for the potential lots indicates that they passed all manufacturing and quality inspections. During the manufacturing process, all forte ureteral access sheath devices are thoroughly inspected and tested for functionality and performance prior to packaging. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, february 22, 2016: "unfortunately, there is no further information other than what is on the forms."